Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported noise and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention. Reportedly, when the footplate was retracted at the end of proglide use, there was a cracking noise. After pushing the device back into the anatomy to confirm the device was in the vessel, there was no blood flow from the marker lumen. While attempting to remove the proglide, it seemed to come apart and separated at the guide. The separated piece remained in the anatomy after device removal. Increased medication was given. The separated portion of the proglide was removed via contralateral access with a snare. No part of the device remained in the anatomy. Manual arterial compression was used to achieve hemostasis. There was a clinically significant delay. No additional information was provided.